Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve issue customer changed the pump supplies and resumed insulin delivery.